Event description:
It was reported that the wire got separated. A 330cm rotawire was selected for use. During test rotation outside the patient's body, it was reported that the wire got separated. The procedure was completed with another of the same device. No patient complications were reported.